Event description:
A report was received that the patient¿s lead was replaced due to physician was unable to remove safely to reposition the lead. The ipg was also replaced due to the lead would not come out of the generator. The physician used forced to pull it out and was noticed that the lead tail was damaged. The physician did not suspect malfunction until the day of the revision. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s lead was replaced due to physician was unable to remove safely to reposition the lead. The ipg was also replaced due to the lead would not come out of the generator. The physician used forced to pull it out and was noticed that the lead tail was damaged. The physician did not suspect malfunction until the day of the revision. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal device characteristics. Sc-8216-70 (sn (B)(4)): device evaluation indicated that the lead was cut into pieces during the procedure and the lead was not returned. The electrode #8 of the proximal was flatten by a setscrew. This condition could be the source of the difficulty of removing the lead out from the header.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), vdescription: artisan surgical lead, 70cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.